Event description:
Initial report: this non-serious case from the (B) (6) was received from a physician on 06-mar-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - (B) (4). This case involves an unspecified pt who experienced hard nodules underneath the skin shortly after poly-l-lactic acid (sculptra) therapy. No treatment details were reported. The physician treated the pt with an injection of sodium chloride (nacl) and massage, but the nodules reappeared within two days. Relevant medical history and concomitant medication info were not mentioned.